Event description:
It was reported that the rv lead had a possible fracture. The impedance was over 2000 ohms. It appeared that the device delivered inappropriate therapy due to artifact sensing v-v <140ms. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.